Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, fold creases, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a crease smooth broken on the posterior and wear abrasion. Based on the device analysis the final assessment is: a crease smooth broken on the posterior assessed as fold flaw opening. Missing shell due to inconclusive. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.